Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage on electronics was noted. The pump had scratched display window.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 484 mg/dl. The customer treated the high readings with manual injections. The customer stated that she changed the batteries and still had a button error. The customer stated that the alarm did not occur right after the pump was exposed to moisture. The customer stated that she was unable to clear the alarm. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.